Event description:
The dentist reported a patient's crown was loose, with a fractured screw.

Manufacturer narrative:
The reported screw fracture cannot be verified as the product was not returned for evaluation. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.